Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer did not know the blood glucose reading but estimated it to be about 130 mg/dl. The customer stated that she pressed the act button and did not garner a response during the fill tubing process. She noted that the time was advancing. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector being unlocked. No frozen screen during testing noted. The time advanced properly. The insulin pump had a cracked case on display window corner.